Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). The following functional tests and communication were performed: a philips field service engineer (fse) evaluated the device and stated that the speaker was intermittent and that the speaker was faulty. The fse replaced the speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient monitor efficia cm120 indicating that the device is having speaker malfunction inop. The device was in use at the time of the event. No adverse event occurred.